Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In previous report section b3, b5 was mentioned incorrectly, correct b5 should be - the patient alleged visualization of particles, headaches, dry mouth, shortness of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found light brown dust stains in the top of the lid and front panel of the enclosure and on the bottom of the inside enclosure, gray (dust-like) contamination on top the blower motor. Also found black contamination, consistent with keratin, at the air outlet of the blower box and on the blower outlet seal, dust and hair on the blower outlet seal. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. The device was applied power and the device operated properly. The manufacturer concludes contamination found were consistent with contamination of light brown dust stains in the enclosure, gray dust-like contamination blower motor, black contamination at the air outlet of the blower box and blower outlet seal, dust and hair on the blower outlet seal. There was no evidence of sound abatement foam degradation. In this report, section b3, d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.